Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion) during therapy. The customer reported that "when the nurse started the infusion and programmed it as usual, flow was observed from the drip chamber and all seemed fine. After a certain amount of time had passed, concern began because the volume in the IV bags didn't seem to be decreasing. The rate was 80ml/hr. A few drops could be seen from the drip chamber but not consistent with the 80ml/hr rate. The pump was stopped and reloaded, the tubing and closed the pump door and restarted. At this point, the flow from the drip chamber seemed more appropriate for the rate. Now this infusion will take more than the recommended 4 hours because of this pump that is not functioning well" (medication and programmed amount unknown). It was also reported there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.